Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultramini meter does not turn on. The medical affairs specialist (mas) was able to contact the patient to obtain/verify additional information. The patient normally tests 5-6 times daily and takes sliding scale insulin, humulin, based on meter readings to manage her diabetes. The patient stated that the meter did not turn on in the morning of the day before and as a result, she stated that her diabetes medication did not change. The patient does not have a backup meter to test her blood glucose with. About a few hours later, the patient reportedly developed "low sugar" such as shaky and weak and drank some juice and reportedly felt better 30 minutes later. On original date, sometime in the morning, a home health nurse checked the patient's blood glucose using her own device and reportedly obtained "35 mg/dl." At that blood glucose level, the patient claimed that she felt shaky, and the nurse gave her candy and juice to bring her blood sugar back up to normal. The patient stated that she has other health conditions and are taking other medications at the time being. The complaint is being reported because the patient was reportedly treated for hypoglycemia by a healthcare professional after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.